Manufacturer narrative:
Device evaluated by MFR:  the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple several kinks throughout the hypotube. The hypotube was broken 455mm from the hub. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). After pre-dilation with a 2.5x12mm non-bsc balloon catheter, a 3.00x32mm synergy ii drug eluting stent was advanced to treat the lesion. However, as the device was trying to cross the lesion, the hypotube portion of the catheter broke and was completely separated. The device was then completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). After pre-dilation with a 2.5x12mm non-bsc balloon catheter, a 3.00x32mm synergy ii drug eluting stent was advanced to treat the lesion. However, as the device was trying to cross the lesion, the hypotube portion of the catheter broke and was completely separated. The device was then completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.